Event description:
Procedure type: lap sigmoid. According to the reporter: after applying the device, the leak check was performed and the surgeon noticed bubbles and staple line failure. The anastomosis was sutured over to complete the procedure. Surgery time was extended forty five minutes.